Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was no longer working. Customer's blood glucose level was over 600 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at act and up arrow button due to unlocked connector on lcd board. No button error alarm during testing. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address, serial number label and minor scratches on display window noted.